Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the device. The patient was seen in clinic on (B)(6) 2018 and programming changes were made. The patient was stable.